Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that a leakage was confirmed from the trocar cannula. The procedure was completed after replacing the product with another one. There was no harm to the patient. The sample is not available because it was used on a patient with an infection and discarded. No additional information is expected.

Manufacturer narrative:
No sample has been returned for evaluation for the report of leaking trocar; therefore, the condition of the product could not be verified. A review of the device history records traceable to the reported lot number has been performed. The device history record review indicated that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination for the lots traceable to the reported lot indicated there were (B)(4) additional complaints for the reported issue. The root cause for the defect experienced by the customer cannot be determined. No additional action is required at this time. (B)(4).